Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were in the hospital (but later stated they were in the ER) because they kept falling and wondered if the doctor installed the ins wrong and hit a nerve or something. Patient stated tuesday night ((B)(6) 2024) they fell like 5 different times and they broke their leg. Patient mentioned that they will call their doctor and an email sent to the manufacturer representative (rep). The patient called back that day and reported that they had their surgery on tuesday, but on (B)(6) night their legs wouldn't hold their body up. They tried to go to the bathroom then they fell on the floor and broke their leg. They fell three more times and they were trembling really bad, then they set off the machine and the tremble got away. Patient thought that they put the wire on a bad spot on something. They felt their leg paralyze until this moment. Patient services sent an email to the rep as patient request. The patient was redirected to their healthcare provider to further address the issue. The rep responded and said they notified the physician who reached out to the patient directly.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# (B)(6) serial# implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6) , ubd: 11-sep-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.